Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. Photos have not been provided for review. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. B3. (Date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the needle was inserted there was no ascites fluid coming out through the catheter, but when the catheter system was removed from the needle, ascites fluid came out.